Event description:
It was reported that, during patient use, the ventilator silence/reset button was blinking. Although, the device did not stop cycling, the patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The membrane top was received for investigation. A visual inspection found no anomalies. Functionality testing was performed by attaching the membrane to a test ventilator. All tests were conducted and the customer reported malfunction of an intermittent blinking light was not duplicated. However, the alarm text to replace the coin cell battery would not clear when pressing the alarm silence reset button, due to a damage. The reset button was replaced.